Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device did not identify any issues. A functional evaluation was performed found that the motor current consumption too high. Motor gets unusual hot. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors which can contribute to overheating include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a shoulder procedure, an mdu became extremely hot, causing burns to the skin and lacerations on the patient's shoulder. It is unknown how the procedure was performed or if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a shoulder procedure, an mdu became extremely hot, causing burns to the skin and lacerations on the patient's shoulder. The procedure was resumed, after a non-significant surgical delay, using the same device. Additional anesthesia was required as consequence of the surgical prolongation. No further complications were reported. Patient is recovering well.